Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was leaking lipids from port #2. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from march 29, 2022 - march 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.